Manufacturer narrative:
The full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture at 26 cm from the connector pin due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and high thresholds. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.